Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the ventilator spontaneously shut off during patient use. There was no harm to patient. Patient was hand bagged by the user and placed on another ventilator. After the ventilator was removed from the patient, the user ran the ventilator on multiple different modes, but could not duplicate the issue and the ventilator passed all tests. The debug logs showed the ventilator reset and restarted ventilation.